Manufacturer narrative:
Concomitant medical products: product ID: 9733437, serial/lot #: (B)(4), UDI #: (B)(4). (B)(6). A medtronic representative went to the site to test the equipment. There was a hardware failure; optical communication with surgeon monitor. There was a error light on the psu. Replacing the psu resolved the issue and the system was performing normally. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Hardware analysis determined that there was a damaged camera or scu. The returned psu powered up without the amber fault light, but the light appeared after a short time. A check of the event logs showed an intermittent history of low illuminator current dating back to (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. There was no patient involvement. It was reported that the positioning sensor unit (psu) could not be identified in the software. No further information was provided. No complications were reported/anticipated.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that (customer fault description has been confirmed and isolated to a faulted illuminator pcb. Faulted illuminator pcb has been replaced followed by extended pyramid volume recharacterization. Unit has also outgoing product testing. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.